Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the sponge of the air inlet path assembly was observed to be partially peeled off. The inlet air path assembly needs replaced to address the issue. The inlet air path assembly was returned to the manufacturer's product investigation laboratory for investigation and the product investigation laboratory was unable to confirm the loose foam observed in the inlet air path assembly at the service center. The foam was seated and would not pull out of the plastic of the inlet air path assembly. There was no evidence of foam particulates.

Manufacturer narrative:
The manufacturer previously reported an incorrect problem code on the previous report. The correct problem code is indicated on this report.